Event description:
Boston scientific received information that during an initial device implant procedure, while this transvenous right ventricular (rv) lead was being attempted, a perforation occurred. The perforation was suspected when the patient experienced a significant drop in blood pressure, and was confirmed via echocardiogram.

Manufacturer narrative:
Pericardial centesis was performed, with an estimated 300 cc of blood evacuated from the pericardial sac. The patient was observed overnight and is now reportedly in stable condition. All diagnostic measurements were within normal range, and available information suggests that this rv lead remains implanted at this time. This event will be updated if any additional information becomes available.